Event description:
Rptr writes, on "9/14/98 experienced flutter in chest with need to cough; pulse irregular (I was sitting at desk writing at the time) when this persisted I went to the e.r. In the process of working me up, a portable chest x-ray revealed a portion of my mediport catheter had gone into my heart. I was transported via ambulance to another facility, where on 9/15/98 a cardiac catheterization was done to remove the foreign body. I was discharged 9/16/98 and subsequently admitted on 9/17/98 to the bloomsburg hospital's short procedure unit to have the remaining catheter and device removed."